Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The explanted lens sample was received in two halves. The explanted lens sample was inspected at a 10x microscopic magnification which is the normal inspection method. The visual inspection revealed surface residuals (fibers, particles and stains)and unacceptable scratches on the lens surface which were compatible with handling of the lens during the implant and explant process. No other unacceptable cosmetic defects were found in the returned lens. At the final inspection process lenses are 100% cleaned and inspected at 10x microscope magnification for cosmetic defects including haptic defects and surfaces residuals. Therefore, the condition of the explanted lens did not suggest a manufacturing related issue; but maybe the consequence of the explant process. No manufacturing related issue for incision enlarged and the lens not seating properly in the eye, were seen in the returned explanted lens sample. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report that during a procedure for implanting an intraocular lens (iol) the lens would not seat properly and had to be removed. The original incision had to be enlarged for removal of the device. Patient is reported to be doing fine without any complications.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. (B)(4): placeholder.